Event description:
We have been informed that during surgery, the machine displayed error cap999, which affected the pump, vfie, laser, and phaco functions. They had to abort the procedure on the affected machine and complete the surgery using a different one. No report of patient/user harm. However, the procedure was prolonged due to this event.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Manufacturer narrative:
In regard to this complaint, logfiles and a picture were provided for review and a pump module was provided for investigation. Review of the logfiles and picture revealed the occurrence of a pum67 error message, this seems to be the cause of the reported cap999 error. Visual inspection of the returned pump module revealed a loose balance mass and two valves in the wrong position on the pcb. Based on investigation results, it was determined that the reported complaint is attributable to a human error during assembly of the pump module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (assembly-dorc). Since 2022 more than 1.000.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during surgery, the machine displayed error cap999, which affected the pump, vfie, laser, and phaco functions. They had to abort the procedure on the affected machine and complete the surgery using a different one. No report of patient/user harm. However, the procedure was prolonged due to this event.